Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an unspecified failure occurred with a proglide device relative to an unspecified procedure. The method used to achieve hemostasis is unknown. No additional information was provided.